Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was hospitalized with dka due to a ¿malfunctioning dexcom device¿. No patient symptoms were reported. However, the reporter declined to provide dexcom with any further information, therefore, how the dexcom device malfunctioned was not provided. There was also no information provided regarding medication, treatment, or how long the patient was hospitalized prior to being discharged. The patient then stated she was in a hurry and dropped the call. Attempts to reach the reporter back for further event clarification were unsuccessful. No further patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was hospitalized with dka due to a ¿malfunctioning dexcom device¿. No patient symptoms were reported. However, the reporter declined to provide dexcom with any further information, therefore, how the dexcom device malfunctioned was not provided. There was also no information provided regarding medication, treatment, or how long the patient was hospitalized prior to being discharged. The patient then stated she was in a hurry and dropped the call. Attempts to reach the reporter back for further event clarification were unsuccessful. No further patient or event details were available. The performance data was reviewed for the time period of interest. No data was found on the date (B)(6). Of the reported malfunction event. Data, for the transmitter reported, was found starting with a new sensor session on (B)(6) 2025. A review of the data for this date found several high alerts which were acknowledged almost immediately. No malfunctions were observed in the data. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.